Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswitch was broken in half as a result of being dropped. Upon receipt at the manufacturer facility, pieces of the handswitch were missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.